Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-06597 - device 2 of 2. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off during use event on (B)(6) 2024. The infusion set was in use for one day for first event and less than a day for second event. The blood glucose level for both the events was 300mg/dl and the patient treated it with correction bolus via pump followed by changing soft cannula infusion set and resumed insulin successfully. No further information available.